Manufacturer narrative:
Qn# (B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of iab: blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. No lot number/serial number was reported, therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00362 (tc 1900080814) as the report is related to the same patient.

Event description:
It was reported that the second intra-aortic balloon (iab) was placed without any problems. The intra-aortic balloon pump (iabp) was running without any problems until the early morning of the next day when a helium leak alarm occurred and there was blood noted in the helium line. The user did not start the iabp anymore. There was a report of patient death. The patient was in a very critical condition and subsequently passed away. Confirmation was received that the device did not attributed to the patient death.

Manufacturer narrative:
(B)(4). See MDR# 3010532612-2020-00362 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the second intra-aortic balloon (iab) was placed without any problems. The intra-aortic balloon pump (iabp) was running without any problems until the early morning of the next day when a helium leak alarm occurred and there was blood noted in the helium line. The user did not start the iabp anymore. There was a report of patient death. The patient was in a very critical condition and subsequently passed away. Confirmation was received that the device did not attributed to the patient death.